Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was unable to be accessed during a refill. The refill was stopped and the pump still had 4ml of drug. The patient was having no therapy issues. It was later reported that the cause of the event was the pump. There was an inability to refill the pump. There was no patient injury. The device system was used to deliver morphine sulfate and bupivacaine.